Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer reported that they were taking bolus but the blood glucose was not coming down. The customer's blood glucose was 380 mg/dl at the time of incident. The customer's blood glucose was 317 mg/dl at the time of call. The customer's blood glucose was 375 mg/dl at the time of hospitalization. The customer's blood glucose was 477 mg/dl prior to hospitalization. The customer stated that they were given insulin to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find air bubbles, leaks, site and insulin issues and setting issues. The customer declined to perform high pressure test. The customer ran self test and the insulin pump passed. The insulin pump will not be returned for analysis.